Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. During servicing, there was a "failed to program location" error that revealed intermittent bga connections on ram chips u100 and u101. Additionally, there was a segmentation faults that pointed to intermittent bga connections at flash components u102 and u105. The cause for the inability to power on is the intermittent bga connections on the computer analog (ca) board sn (B)(4). The intermittent connections are likely due to a fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connections may have been accelerated through rough handling. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.